Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery/diagonal artery using a kissing stent/balloon technique. The 2.5 x 8 mm xience xpedition stent was deployed in the diagonal artery without issue. A 3.0 x 20 mm non-abbott balloon was then advanced into the main branch and a kissing balloon technique was performed. While the balloon catheter and the stent delivery system (sds) were in the main branch the sds was pulled first for removal and it was observed that the distal part of the sds was broken, attached slightly just proximal to the sds balloon; but was able to be removed in one piece. The shaft broke completely outside of the patient when removed from the guiding catheter. It was stated that the sds was not pulled hard and nothing felt stuck. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.